Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was unresponsive, causing the plug to become stuck and unable to be released from the delivery system. There was no reported patient injury. The device was properly stored and opened in sterile field. The user is trained to the device which was returned for evaluation.

Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was unresponsive, causing the plug to become stuck and unable to be released from the delivery system. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be a percutaneous coronary intervention (pci). The device was properly stored and opened in sterile field. At the puncture femoral site, the vessel diameter was verified to be greater than or equal to 5 mm, with no stent present near the puncture site, no stenosis greater than 50% at or near the site, no history of closure with any device or manual compression within the prior 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black. At this point, the button could not be depressed, even though the indicator window showed solid black, and no red color was observed during retraction. Excess force was not applied, as the button was unable to be depressed. The user is trained to the device. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever full depression was completed, achieving the indicator wire retraction and plug deployment as expected. Additionally, the indicator window black/white and red position was obtained as well. No anomalies were observed during this functional test, and the results were consistent with expected product performance. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was fully depressed with full indicator window transition and plug deployment during the functional analysis. The exact cause of the issue experienced could not be determined during analysis of the returned device. However, procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) possibly contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.